Event description:
It was reported that the patient presented with: l4-l5 bilateral herniated disk; l4-l5, l5-s1 bilateral recurrent herniated disks; l4-l5 bilateral stenosis; l5-s1 bilateral stenosis; degenerative disk disease l4-l5, and l5-s1 the patient underwent spinal surgery which consisted of: redo bilateral l5-s1 diskectomies, foraminotomies and laminectomies; l4-l5 bilateral diskectomies and foraminotomies and laminectomies; bone marrow aspiration; local bone graft harvest; posterior lateral interbody fusion of l4-l5 and l5-s1 with legacy pedicle screws and polar cages; rhbmp-2/acs ¿vittos¿ autograft and bone marrow aspirate taken from bilaterally iliac crests. During surgery, it was noted that the lamina of l5 and s1 were ¿encased in scar tissue. The bony anatomy was not normal; dissection took approximately 20% more time and effort. Bleeding through the scar on this side and bilaterally at the lamina at l5 and s1, took 20% more time and effort. A polar cage was¿ placed into the disk space with rhbmp-2/acs impacted anteriorly as well as bone marrow chips posteriorly harvested from the patient¿s lamina. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
Concomitant products: legacy pedicle screw instrumentation, polar cages (implant: (B)(6) 2008). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.